Event description:
The customer received questionable ion selective electrode (ise) sodium results on their c501 analyzer ongoing for the last week. The customer stated that several erroneous results were reported. The samples were identified based on the physician and they were repeated and then corrected. The repeat testing was performed on another c501 analyzer, serial number (B)(4). The first patient's initial sodium result was 132 mmol/l. The repeat result was 139 mmol/l. The second patient's initial sodium result was 128 mmol/l. The repeat result was 135 mmol/l. There were no adverse events. The sodium electrode lot number and expiration date were not provided. The field service representative found that the ise electrodes were not in their proper position; the sodium electrode was in the potassium position, and the potassium electrode was in the sodium position. He also found the customer was not calibrating the ises every eight hours. He properly installed the ise electrodes, cleaned the ise chamber, and suggested the customer calibrate the ise every eight hours. Ise calibration and quality control were performed successfully by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.